Event description:
Blood pressure increased. Grand mal convulsion. Respiratory arrest. This is a device event (no uvadex-treated cells) rec'd on (B)(6) 2013 concerning a (B)(6) yr old male, undergoing his first ecp treatment for acute graft-versus-host-disease at a institution in the USA. On (B)(6) 2013, the customer called the therakos call center initially to report that there was no power to the cellex instrument after it was powered off due to an unexpected medical event during the procedure. The customer said that at 1,360 ml who blood processed, the pt complained of seeing spots before his eyes. The customer immediately stopped the instrument to record the pt's vital signs. The pt's blood pressure was recorded as 225/125 mmhg (the pre-treatment blood pressure being 170/89 mmhg). The pt then had a grand mal seizure and despite immediate treatment entered respiratory arrest and required intubation and transfer to the intensive care unit. The customer said there had been a system pressure alarm at the beginning of the procedure but otherwise no other problems before the event started. The pt's haematocrit prior to the procedure was 23.5% and haemoglobin 8.1 g/dl; no subsequent laboratory results were available at the time of this initial report.

Manufacturer narrative:
Review of lot file b305 was conducted. Lot met release requirements. There were no non-conformances related to this event type. The smart card was returned on (B)(4) 2013 and evaluated. The smart card indicates that there were multiple return pressure warnings and a centrifuge stop prior to finally stopping the instrument at 1360 ml blood processed. It is reasonable to assume that relevant fluid shifts occurred in this pt who was probably already compromised due to the underlying acute gvhd, resulting in a high systolic and diastolic blood pressure with subsequent seizure and from there respiratory arrest. Multiple attempts to f/u with the rptr have been made with no success. The company will continue to attempt to contact the rptr in order to properly assess this event. Therefore, the investigation is still in progress. Mxp 1477169, qerts 292966, regulatory report (B)(4).